Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while swimming, the insulin pump evidently got wet and had a critical pump error alarm. The customer's blood glucose level was 174 mg/dl at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer did not report any crack on the insulin pump. It was reported that the reservoir lip might be cracking off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with case cracked behind the device near the battery compartment and cracked battery tube threads. No crack on the reservoir tube lip noted during physical inspection.